Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6 . MDR section codes updated/corrected: a, b, c, d, g. Serial number, expiration and manufactured dates unknown. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, but based on the provided image, the device appear unremarkable for explanted components. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-022-35-5009 - truliant tib imp ps insert sz 5 9mm; *the serial number (B)(6) is affected by the recall*; (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant; *the serial number (B)(6) is affected by the recall*; (B)(6) 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t; (B)(6) 02-012-60-1440 - tru stem ext 14mm x 40mm; (B)(6) 02-020-11-0350 - truliant ps cem fem ps cem right sz 5; (B)(6) 204-70-00 - tibial stem ext. Screw.

Event description:
It was reported that a 61 yo male patient, initial right knee implanted in (B)(6) 2022, underwent a revision procedure in (B)(6) 2024, approximately 2 years 6 months post the initial procedure. The patient presented with complaints of pain. Intersep beads and interspaced was used. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. The rep was unable to obtain x-rays. The explanted devices are not available for analysis due to the hospital¿s chain of command policy due to the recall. Device images were provided. No further information.